Event description:
It was reported that the implantable pacing lead (ipl) was exhibiting high impedance. The lead was explanted and replaced. A second ipl was reported to have fractured and was removed but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.